Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was wondering if there was a warranty on the implanted components because patient's health care professional (hcp) found her "terminals" were not working. Patient said they checked the battery and it was fine but was getting reading 1,000 on the terminals and 3 were not getting anything. Reviewed that patient maybe speaking about the impedances on the electrode of the lead wires, but patient only used the terminology "terminals". Patient reported that when this started she noticed that she was not charging as often/ was not using the battery as much. Hcp did some programming, since her left side was worse they tried "jacking up" the right side to give to the left. Ultimately hcp removed implanted items on (B)(6) 2018. Hcp talked to the patient about placing a new system during an infusion procedure she will be having but patient is hesitant due to billing. Additional information was received from a health care professional (hcp) on march 08, 2018. The hcp clarified what the patient meant by the statements "terminal not working" and "left side was worst they tried jacking up the right to give left ". Hcp stated that electrodes 11,12,13 impedance were > 10,000. On (B)(6) 2017 a radiograph indicated proximal lead shifted slightly to the right of midline. Distal lead shifted to left of midline when compared to previous post-operative radiograph. They attempted programming to avoid use of electrodes with high impedance. The cause of the impedance and lead shifting was not determined. The device was explanted to facilitate other treatment. Patient will likely eventually re-implant ins as patient did well previously. No patient symptoms or complications were reported in this event.